Event description:
Outpatient to facility for biv (biventricular) ICD generator change (electrophysiology). New device given to physician for implant. It was connected to chronic leads. Attempted testing - device unable to connect to medtronic programmer. Device testing out of range for safe parameters for implant. Device removed. Another device used.